Manufacturer narrative:
(B)(4). Medwatch report# mw5077541. Additional information requested from the user facility. No additional information received at the time of this report.

Event description:
According to the maude report (MDR report key 7556522/report# mw5077541) "central line placement attempted multiple times that resulted in a piece of guidewire retained inside anterior pelvis, outside of bowel or blood vessel. Decision made to leave piece in patient as no long-term harm". The maude report stated there was injury however there is no mention of the actual injury that occurred. The device is reported to be unavailable.

Event description:
According to the maude report (MDR report key (B)(4)/report# mw5077541) "central line placement attempted multiple times that resulted in a piece of guidewire retained inside anterior pelvis, outside of bowel or blood vessel. Decision made to leave piece in patient as no long-term harm". The maude report stated there was injury however there is no mention of the actual injury that occurred. The device is reported to be unavailable.

Manufacturer narrative:
(B)(4). Medwatch report# mw5077541. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.